Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient reported itchy skin with rash under the back therapy electrodes. Patient reported the area is itchy but not burning. There was no alleged device malfunction contributing to the irritation. Patient was prescribed wound healing ointment by a physician. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.